Event description:
It was reported that the user experienced persistent hyperglycemia with a highest glucose of 401 mg/dl while using ilet with a contact detach steel infusion set, despite observed insulin flow through tubing and cannula and an insulin pen dose; insulin delivery resumed after an infusion site change, and a full supply change was later completed due to concern for absorption or supply integrity, with subsequent improvement to 212 mg/dl. Symptoms included hyperglycemia, with the user otherwise without clinical signs or conditions and asymptomatic, and ketones were negative. Outcomes included no health consequences or impact, though unexpected medical intervention in the form of additional insulin was required. Investigation included communication with the user and spouse and analysis of information provided by them. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.